Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. They were able to clear the alarm and rewind the insulin pump. They performed self test and received insulin pump error. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self tests. No pump errors 63 occurred during testing. However, pump error 63 alarm during self-test is confirmed in the device history file due to a software error.